Event description:
After the device was partially deployed (50%) the deployment line broke. The device fractured as it was being withdrawn through the introducer sheath. The fractured portion was retrieved without further incident. This model of the device should not have been used in a contralateral approach, as this added add'l forces that contributed to the deployment line fracture.